Manufacturer narrative:
G4: 30apr2020. B4: 07may2020. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. In the unit's event log. It was recommended that the power switch overlay be replaced. The repair is pending customer approval. No product was returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 12may2020 b4: (B)(6)2020. The service technician replaced the power switch overlay mounting the alarm light emitting diode (led) and the issue was resolved. The unit passed functional testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09mar2020.

Event description:
It was reported that the unit had a light emitting diode (led) alarm failure. The device was in use at the time of the event; however, there was no patient harm.